Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after deploying the clip, resistance was encountered during device removal. A dilator was inserted into the access ports unlocking the thumb advancer enabling it to be retracted proximally, which released the device from the pt anatomy. The clip deployed in the vessel, where it remains. Manual compression was applied for ten minutes to ensure that hemostasis achieved. No adverse pt effects were reported. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.